Manufacturer narrative:
(B)(4). The device has been received by baxter; however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab, therefore, the root cause of the complaint could not be determined. The lot number was unknown so no batch review was performed. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Air came into the tubing from the y junction during draining. There was no patient injury or medical intervention. No further information is available.